Manufacturer narrative:
Additional narrative: a product development investigation was performed. This complaint is confirmed. One of the tips of the forceps have broken off as reported. The sheared off tip was not returned. The material surface at the fracture site appears homogeneous when viewed under 5x magnification. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. No new malfunctions were identified as a result of the investigation. A visual inspection under 5x magnification and drawing review were performed at cq for the returned device as part of this investigation. A dimensional inspection, material check or hardness check were not performed at cq as there is no indication that the dimensions or material or hardness would have contributed to this complaint for this 23+ year old reusable instrument breaking. Relevant synthes drawings were reviewed during this investigation. No product design issues or discrepancies were observed. Root cause is most likely due to cumulative wear or rough handling for this 23+ year old reusable instrument. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed for part # 399.99, lot # a7da005: manufacturing date: week 5 in 1994: the DHR is no longer available in (B)(4) due to the age of the instrument (over 23 years old). The exact date of manufacture is unknown. Service & repair service history review for part # 399.99, lot # a7da005: no service history review can be performed because the lot/serial number cannot be traced. The manufacture date is unknown. The service history review is unconfirmed. A service and repair evaluation was performed: the customer reported the one of the tips was broken off. The repair technician reported the jaw tip was broken off and missing. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the one of the tips of the reduction forceps with serrated jaw-ratchet 144mm is broken off. The tip that broke off is missing. The issue was discovered during routine inspection. No hospital or patient involvement. This report is for one (1) reduction forceps with serrated jaw-ratchet 144mm. This is report 1 of 1 for complaint (B)(4).